Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, not able to recreate complaint called in. Opened gantry, checked for any debris. Worked with onsite biomed during checkout. Was able to open and close gantry and move all directions without issues. Sent logs from mobile viewing station (mvs) and imaging acquisition system (ias) up to higher level field service engineer (fse) for further checks. Performed system checkout. All systems performing to operating standards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry made a loud noise then they were unable to open the doors using the pendant. They used the emergency door open procedure to manually remove the imaging system from around the patient. Unknown when the loud noise occurred. Unknown if they tried the electronic door override button first. This was occurred intra operatively. There was a patient present. No additional information was provided.

Event description:
Additional information received "there was less than one hour of surgical delay. The time it took to trouble shoot and open the imaging system. We did a first spin and the imaging system worked great. We went for a second spin. As the machine was gearing up to spin right when the tech started holding the button, they heard a very loud pop. The machine then failed to spin. We tried resetting the machine. Didn¿t work so then we tried to open the doors and it wouldn¿t budge so we had to manually open the door".

Manufacturer narrative:
Additional info: updated a, annex f code, annex a code and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.